Event description:
Boston scientific mantis clip while attempting to close the wound, the mantis clip was adjusted several times upon closing to evaluate how much tissue was held, mantis clip broke before it was deployed. Broken clip was retrieved and removed from patient's body. Endoscopy procedure.